Event description:
The following has been reported by customer: does not recognize tubing set customer emailed in a request form reporting: when pump is turned on, and tubing is inserted, the pump continually says "insert set, air bubble" it does not recognize that the tubing set has been inserted. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and an internal CAPA dealt with the issue of defective air sensors. Some problems have been corrected, but a new internal CAPA (opened in 2025) has been opened to investigate other possible causes of air sensor failure. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, nothing was noticed during both external and internal check. As it was noticed that the preventive maintenance was well overdue (april 2021). Then, the ocs test and test 14 (air sensor) failed. The calibration of the air sensor failed too. Therefore, the air sensor was replaced and sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Functional cross testing were carried out and the reported event was reproduced with triggering of the insert set alarm at the set installation. Due to the lack of maintenance and as per IFU recommendations, this complaint will be considered as a misuse. Please be informed that an internal CAPA is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.